Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(6)

Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of his wife (the patient) and reported that she what admitted to a hospital for dka. The reporter indicated that the patient had been vomiting for days. The patient was reportedly in the ICU and was unable to talk due to having a sore throat from vomiting. The reporter was unable to provide details regarding the patient's infusion set or blood glucose (bg) readings. Several attempts were made unsuccessfully to contact the patient to obtain additional information. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient was hospitalized for dka. However, the details leading up to the patient's injury are unknown at this time. It is also unknown if there was any allegation that the pump was not working properly or if the device contributed to the patient's injury.